Event description:
It was reported the procedure was to treat a lesion in the proximal anterior tibial artery. The 3.0x38mm esprit btk system was advanced however was sticking to the 0.014 inch guide wire. The esprit was removed with resistance noted and the procedure completed with a new esprit and new guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.